Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.

Event description:
One discordant sars result when compared to molecular method at a reference laboratory as part of an evaluation study. No information was available regarding symptomatic status or days post onset of symptoms for the samples used in the study.